Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was missing a locking nut. As a result, the electrode belt was unable to stay connected to a test monitor. The root cause for the missing connector could not be positively identified, but the damage was likely caused by excessive force. No adverse event resulted from the missing locking nut. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing electrode belt sn (B)(4) was missing a locking nut. The last pt to use this electrode belt did not report any deficiencies.